Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the three returned lead segments was performed. Visual inspection noted the lead had been severed at 10.5 cm and 30.5 cm from is-1 terminal pin. Additionally, the trilumen insulation had an abrasion located 56-57 cm from the is-1 terminal pin most likely the result of lead on lead contact. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. A lead revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.